Event description:
User facility reports incident of a cracked luer connector that was detected 45 mins into dialysis treatment. Blood loss is undetermined amount >20cc. The pt's access and this connection were covered with a blanket during treatment which prevented staff from monitoring the connection for leaks according to instructions for use. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.